Event description:
It was reported that the customer could not access their pump because they forgot the security pin. This resulted in the customer's blood glucose level rising to 540 mg/dl. The customer administered a correction injection using a manual method and contacted technical support. Technical support provided an override pin, allowing the customer to regain access to the pump. There was no need for third-party assistance.